Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that had difficulty charging the ins it connects and the loses connection. Now taking longer to connect. She has had quite a bit of problems since she had the stimulator in her. Hard to get a connection with recharger to stimu lator. She actually feels like device is more raised then it used to be. Only way to connect recharger to stimulator she has to lay on a bed, and has to hold and press recharger on her and lay the whole time. If any little movement recharger starts clicks. It takes a good 15 minutes to connect. Yesterday it took an hour to charge and it never takes that long. She started out at 30% charge. The patient reported sensations while recharging. Feels like electrical shock or being stung. This occurred the last 3-4 recharges (beginning of january 2023). She charges over her underwear. Doesn't use a belt. She can't get it to connect with a belt on. The following troubleshooting steps were suggested: repositioned the recharger, moved the charger away from the lead, recommended patient lean forward while sitting to optimize ins position or cross her legs, recommended moving away from possible sources of emi, recommended using recharger over another layer of thin clothing, decreased charging speed, confirmed communicator is off while using the recharger. Additional troubleshooting information: not a lot of fat stimulator probably sticks out more then normal, patient can pretty much palpate and feel the stimulator, on top stimulator seems to stick out a little more then the bottom. Can feel wire going toward back bone. Always slept on back. Can't sleep on back. She sits sideways if sit in chair. It gets sore if anything pushing on stimulator it gets tender. Always says excellent connection when charging. Redirected back to patient services to continue troubleshooting if troubleshooting tips don't help.